Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The device user manual refers to the resource section of the baxter website for a list of compatible IV sets, or to call baxter technical support. The compatible IV set list includes a warning for paclitaxel sets. Partially occluded filters can cause air in line, upstream occlusion or downstream occlusion alarms or negatively affect flow rate accuracy," however the customer did not provide any additional information with respect to the IV set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion constantly when used with monoclonal antibodies on a specific tubing set. There was no known patient injury or medical intervention associated with this event. No additional information is available.